Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported the shape of the implant did not fit as expected and could not be used to complete the surgery.

Event description:
It was reported the shape of the implant did not fit as expected and could not be used to complete the surgery.

Manufacturer narrative:
The reported event (implant did not fit and could therefore not be used) could be confirmed with the provided intraoperative pictures. A complaint analysis was performed by stryker¿s custom design team. A review of the intraoperative pictures as well as design plan showed brain swelling. Currently, the most plausible reason for the implant not fitting is the presence of brain swelling but no ultimate conclusion can be drawn without additional imaging. If any new information or scans alter this conclusion, the investigation will be reopened. In conclusion, the peek implant was designed according and manufactured according to specification. No device problem could be found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue.